Event description:
The customer reported the system intermittently displayed a collimator iris too large error code within a pt procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect and high voltage cable was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.